Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The doctor stated that the titanium adaptor was not connected with the patient connector well, when the customer changed their transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.